Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (external) electronic system has shut off on multiple occasions. The most recent time it shut off, sparking and smoking allegedly appeared from the power port of the device. When the patient attempted to unplug the device she allegedly burned two of her fingers. Also, an ember allegedly emitted from the power port of the unit when she attempted to unplug the device. The ember allegedly burned the patient's leg. The patient was able to put the ember out successfully. A replacement electronic system has been sent to the patient.